Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the issue occurred at system startup. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was stuck at 00:00. Review of the system log file showed malfunctioning flexvision as a result the system would not start normally, stuck at 0:00 on the screen and would not come up fully. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer replaced the flexvision pc and hard disc. After replacement of the flexvision pc and hard disc, the system was returned to use in good working order. The flexvision pc has been returned for analysis and investigation confirmed a failure of the frame grabber card in the flexvision pc. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. No harm was reported. A philips field service engineer (fse) inspected the device onsite and reviewed the system log files and identified an issue with the grabber cards. The frame grabber captures the video from the allura system. The fse replaced the flexvision pc and the hard disk. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order.